Event description:
It was reported that patient underwent ankle fracture procedure utilizing a syndesmosis fixation device with toggle button and ziploop sutures in 2009. After reduction of the fracture and implantation of the device, the surgeon pulled harder on the sutures as he was not happy with the reduction, and the ziploop strand broke. The toggle device was removed through a separate incision, and a fifteen (15) minute delay in the procedure was incurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Product manager has since been in communication with surgeon where it was relayed that he did not use a bone clamp to attain and maintain the reduction of the syndesmosis joint, rather he used manipulation of the ankle to acheive reduction. Suggestion was made to the surgeon that a bone clamp be used for reduction. The suture broke upon tensioning. This report filed november 12, 2009.